Event description:
The biomedical engineer (bme) reported that the multigas unit was giving a couple of error messages. They tried swapping out the water trap and cable, but the issue persisted. They let it go through the warmup period, and it gave a "gas obstruction" then "gas device failure" error message. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was giving a couple of error messages. They tried swapping out the water trap and cable, but the issue persisted. They let it go through the warmup period, and it gave a "gas obstruction" then "gas device failure" error message. No patient harm was reported. Investigation summary: routine troubleshooting did not resolve the issue, and there were "gas obstruction" and "gas device failure" error messages. An exchange unit (sn: (B)(6)) was sent to the customer, and the malfunctioning device was returned for evaluation. During evaluation, the reported issue was confirmed, and the root cause of the event was found to be caused by an issue with the pump. The repair technician replaced the pump, top cover, and bottom chassis. A review of the device's complaint history by serial number reveals no similar issues. Nk will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: bsm-1733a. Serial #: (B)(6). Device manufacturer data: 10/26/2023. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.